Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted an error was found in the software updates. Concomitant product: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported there was ECG (electrocardiogram) noise and interference. The programmer was returned for service. There was no patient involvement indicated.